Event description:
It was reported that when the customer placed the tube on october 14, product 0668945 was damaged during use, and the head end cracked, making it unusable. The tube was placed after another replacement. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.